Event description:
It was reported that the customer received a minimum fill message with multiple cartridges after loading each cartridge with 120 units of insulin. Customer had elevated blood glucose (bg) levels (350 mg/dl). Customer addressed elevated bg levels with manual injections and continued to use manual injections for insulin therapy. Customer received a new box of cartridges and was able to successfully load a new cartridge onto the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message with multiple cartridges after loading each cartridge with 120 units of insulin. Customer had elevated blood glucose levels (350 mg/dl). Customer was able to successfully load a new cartridge onto the pump.